Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl at the time of incident. Customer stated that dose amount of the last insulin delivery with insulin pen prior to high blood glucose event was 5 units. The customer did not report any symptoms related to their high blood glucose event. The customer treated the high blood glucose event with manual injections from insulin pen. Customer declined troubleshooting for high blood glucose level. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.